Event description:
The customer observed a fluid leak of 1 ml from a coulter lh 750 hematology analyzer while performing patient runs. The leak was not contained within the instrument and there were partial aspiration messages reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found a leak and aspiration errors. He replaced the tubing from the differential segment valve ((B)(4)) to the retic segment valve ((B)(4)) which fixed the leak and the error messages. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(4).